Manufacturer narrative:
On 12/12/2019, mentor became aware that patient experienced bilateral rupture. Hence, field h6 device code has been updated to rupture on this form. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, photo evaluation was completed. Upon visual inspection of the picture, it was observed to be ruptured with scar tissue. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove, to remove rupture from the left side and add gel bleed to more accurately capture the reported event. Patient suffered right side rupture and left side gel bleed. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019, mentor became aware that patient suffered bilateral capsular contracture; baker grade iii, left side rupture and chest injury. Hence, codes, and information has been updated on this form. This report is for the patient¿s right-sided device. The procedure type is breast reconstruction revision per duplicate (B)(4) which was inadvertently missed under last submission. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission number (B)(4). On (B)(6) 2019, mentor became aware that the patient underwent explantation and replacement with allergan implant on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side breast implant rupture. Concomitant products: left side; 700cc mentor memorygel breast implant; catalog number: 3507004bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission number (B)(4). It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 700cc mentor memorygel breast implant and was presented with right side breast implant rupture postoperatively. As a result, the patient underwent explantation and replacement with allergan implant on (B)(6) 2019. On 9/19/2019, mentor became aware that psr submission numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.